Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a stomachache and turbid effluent. The cause of and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information could be provided as the reporter declined follow-up.